Event description:
A customer contacted beckman coulter inc. (Bec) stating that they observed dripping from the probe during troubleshooting for failed platelet backgrounds during startup on their coulter act diff analyzer. The customer was wearing only gloves at the time of the incident. No injury or exposure was reported and there was no affect to patient results. There is an exposure control/risk management plan available at the facility.

Manufacturer narrative:
Bec customer technical support (cts) called the customer on the day of the event to troubleshoot and schedule service; however the customer indicated the probe drip and failed plt backgrounds were resolved and no further drips were reported. The customer explained what was done to troubleshoot the issue. The customer indicated that when the issue occurred, the reagent pack had run empty. Instrument reagent was replaced and a background check was performed. This would cause plt background to fail. She indicated that she performed a prime with shutdown/start up and plt background cleared. The start up had passed and controls were run successfully. As a consequence, they cancelled the service request. Per customer, the probe drip occurred after she had removed diluent filters. It was explained to the customer that by removing the filters she vented a reagent only primed aspiration line. The drip was residual fluid from the line after removing filters or tubing. The root cause of the leak is attributed to residual fluid from the line after removing filters or tubing during troubleshooting efforts. (B)(4).